Event description:
On (B)(6) 2014, during an ivc retrieval procedure, the snare broke off while attempting to retrieve filter. A new snare was opened to retrieve the snare and then filter.

Manufacturer narrative:
(B)(4). Event is still under investigation.